Manufacturer narrative:
Follow-up # 1 (03/26/2013)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis (pa) on (B)(4) 2013 with the following findings: the reported complaint was observed on the error log, however, no message was observed during control solution testing. Pa was unable to reproduce the complaint. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(4) 2013, the reporter contacted lifescan (lfs) in (B)(4) alleging a onetouch verio iq meter was displaying an unknown error message. The patient did not allege any harm or injury due to the alleged issue. The alleged issue was not resolved with troubleshooting. Replacement product was sent to the patient.